Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) called the customer site and spoke with the customer. The customer informed the fe that they (the customer) found a damaged tip clamp and replaced it. The customer declined onsite service since they had repaired the ortho summit. The fe assisted the customer via the telephone. No onsite service. Instrument is operating as expected. Customer declined service.